Manufacturer narrative:
The patient was diagnosed with peritonitis on an unreported date in the ¿end of (B)(6) 2017¿. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. On an unreported date, in the same month as onset, the patient was hospitalized for the event. During hospitalization (date unspecified), the patient began treatment for the peritonitis with an unspecified drug (dose, frequency and route was not reported). Pd therapy was ongoing during the treatment. It was reported that the patient continued to be hospitalized ¿until now¿ (not further specified). At the time of this report, the patient was not recovered and pd therapy was ongoing. No additional information is available.